Event description:
It was reported that the patient underwent transplant. The cause was not provided. The outcome was not considered device or therapy related. Due to patient privacy laws the managing hospital would not communicate patient outcome information. The device would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: no device related issues were reported, and the outcome was not device/therapy related. It was communicated that due to patient privacy laws, the managing hospital would not communicate patient outcome information. It was communicated that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.